Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 18 previously reported events are included in this follow-up record. Product return status: 18 devices were received.

Event description:
This report summarizes 18 malfunction events in which the device had a component detach. 18 events had no patient involvement; no patient impact.

Event description:
This report summarizes 18 malfunction events in which the device had a component detach. 18 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 18 previously reported events are included in this follow-up record. Product return status: 17 devices were received. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 18 events were reported for this quarter. Product return status: 11 devices were received. 7 device investigation types have not yet been determined. Additional information: 18 devices were not labeled for single-use. 18 devices were not reprocessed or reused.

Event description:
This report summarizes 18 malfunction events in which the device had a component detach. 17 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.